Event description:
A home patient reported that he woke up feeling very full and distended during his ccpd treatment. He noticed that fluid was leaking around his catheter exit site. The cycler screen was blank. He tried to power it back on but was unable to. He drained manually and was able to fill three 3-liter bags to capacity. He felt relieved after. His fill volume is 3,000 ml. There was no serious injury.